Event description:
A vaxcel standard port was placed for therapeutic purposes in 2004. Three mos later, it was reported the catheter fractured four inches from the reservoir connection. The piece remaining in the pt's body migrated to the right atrium. The physician snared the migrated portion and removed it successfully. The port was replaced.